Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a parity error. The reset was reproduced during temperature chamber testing. The cause of the parity error was exposure to cold temperatures.

Event description:
It was reported that the device was found to be in back-up vvi mode while still in the box. The device was not implanted.